Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address loosening of the tibial component at the bone to cement interface. Unknown bone cement was used. Medial resorption was also reported. No surgical delay is noted. Doi: unknown, dor: (B)(6) 2020, right knee. An additional information was received stating that patient was collapsing on her medial portion of the tibia.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.